Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 4.5 fr x 5 cm microintroducer and one 0.018 in. Guidewire were returned for evaluation. An initial visual observation showed about 10.5 cm of the proximal end of the guidewire was inserted into the dilator of the microintroducer. Once the guidewire was removed, blood residue was observed on the proximal end of the guidewire. A microscopic observation revealed several of the most distal coils of the guidewire were bent and disjointed but connected to the weld tip. Both weld tips were observed to be present and intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when operating, the operator found that the tip of the guide wire was uneven. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1338 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when operating, the operator found that the tip of the guide wire was uneven. No other information was provided.